Event description:
It was reported that there was a no disposable clamp tubing alarm. Settings were reviewed and pump restarted. Display read run. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.